Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the right atrial (ra) lead and another manufacturer's pacemaker exhibited high out of range pacing impedance measurements of greater than 2000 ohms. A revision procedure was performed where the ra lead was explanted. No apparent issues were seen with the lead under fluoroscopy. The other manufacturer's pacemaker remains in service. No additional adverse patient effects were reported

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory it was noted that the complete lead was returned with cuts in the insulation and blood and body fluid in the lumen. Further visual inspection found flattened insulation and insulation damage that abraded through to the conductor coils from 183 to 195 millimeters (mm) from the terminal pin. The conductor coils were deformed and the cathode conductor coil was fractured within this damaged area as well. Due to the location and type of damage, analysis determined the fracture was caused by entrapment in the clavicle first-rib region.

Event description:
--